Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, noted insulin remaining in the cartridge after removal despite an initial fill of 150 units, disconnected the device overnight, administered a humalog injection, and then performed a complete supply change with subsequent return of glucose to normal range. Symptoms included hyperglycemia with a reported peak above 400 mg/dl. Outcomes included recovery without hospitalization or alarms. Investigation included user-led troubleshooting and education with follow-up to verify resolution. Investigation of this case revealed unclear cause of hyperglycemia with no reported device alerts and no confirmed device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.